Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, g, b, c, d and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary : the facility report of an over infusion of ketamine was not confirmed during the investigation. No devices or records were returned for investigation. The facility reported that on (B)(6) 2024, at 14:23, a ketamine 200 mg/100 ml infusion was initiated to run at a rate of 1.8 ml/hr; this was confirmed based on the hl7 review conducted by bd's senior interoperability consultant. Per bd¿s consultant, the reported event is suspected to have been a diversion incident; however, this issue was not able to be definitively confirmed. An external and internal inspection could not be performed. There were no suspect devices/products returned for this investigation. A review of the system logs could not be performed. There were no suspect devices returned for this investigation. Laboratory testing could not be performed; there were no suspect devices returned for this investigation. Bd's senior interoperability consultant, provided the client with the following information based on the reviewed hl7 data: start of the first bag: november 6, 2024, at 14:23:00. Infusion: ketamine 200 mg/100 ml. Infusion rate: 1.836 ml/hour (1 mcg/kg/minute). Patient weight: 61.2 kg. Duration of infusion: continued at the rate of 1.836 ml/hour until (B)(6) 2024, at 03:52:34. Volume administered: 24.392 ml until november 7, 2024, at 03:52:34. Remaining volume: 75.608 ml in the volume to be infused (vtbi). Start of the second bag: november 7, 2024, at 03:55:14. Infusion rate of the second bag: 1.836 ml/hour (1 mcg/kg/minute). It was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The bd alaris user manual v12.1 states to review and verify that all parameters pre-populated on the system are correct prior to starting the infusion. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. There was patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported event of an over infusion of ketamine was not determined as the incident pump module was not returned for testing. Based on the hl7 review conducted by bd's senior interoperability consultant, a device failure or malfunction was not observed.

Event description:
It was reported that on (B)(6) 2024 at 1423, ketamine 200mg/100ml infusion was initiated to run at a rate of 1.8 ml/hr. On a patient admitted for "cellulitis with opioid use disorder and history of benzodiazepine dependence, on chronic methadone." On (B)(6) 2024 at 0343, the infusion was reportedly stopped. At 0352, infusion was restarted (new bag) and the rate was set at 1.8 ml/hr. However, ketamine bag reportedly "emptied sooner than expected based on volume and rate of administration." Per facility's medication safety officer pharmd, they "do not suspect there was a pump error, we suspect patient diversion." The customer reached out to bd to review the hl7 (interoperability data) reports "to cover all bases and ensure there was not a malfunction portion to it." Customer stated that "given patient's history and smart pump data, concern for patient diversion is high. No error on administration detected through chart review." There was no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on (B)(6) 2024 at 1423, ketamine 200mg/100ml infusion was initiated to run at a rate of 1.8 ml/hr. On a patient admitted for "cellulitis with opioid use disorder and history of benzodiazepine dependence, on chronic methadone." On (B)(6) 2024 at 0343, the infusion was reportedly stopped. At 0352, infusion was restarted (new bag) and the rate was set at 1.8 ml/hr. However, ketamine bag reportedly "emptied sooner than expected based on volume and rate of administration." Per facility's medication safety officer pharmd, they "do not suspect there was a pump error, we suspect patient diversion." The customer reached out to bd to review the hl7 (interoperability data) reports "to cover all bases and ensure there was not a malfunction portion to it." Customer stated that "given patient's history and smart pump data, concern for patient diversion is high. No error on administration detected through chart review." There was no patient harm.